Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1130 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was found that the infusion was not smooth during the infusion, and the tube was pulled out to adjust the position of the catheter. During the operation, it was found that the PICC catheter had a small breach and leaked. To prevent infection, pull out all.